Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the device was not communicating. A field service engineer reported customer confirmed that the issue was resolved by it so onsite work order got cancelled. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a device was not communicated. The customer stated that the user was able to get medication by critical override. There were no adverse events or injuries reported based on this event.